Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and gynemesh ps was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, vaginal discharge, dyspareunia, and erosion. It was reported that the patient underwent mesh excision on (B)(6) 2010 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on  (B)(6) 2008 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.